Event description:
Boston scientific crm received information that this lead dislodged and a lead revision was scheduled. Insulation damage was noted at the revision procedure. This lead was explanted and a new lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. Blood was noted in the lead lumen. A cut was noted in the insulation at 18.53 cm from terminal pin, this is likely were blood and body fluid entered the lead lumen. The lead passed conductor resistance, and high potential testing, confirming the conductor was uncompromised and intact.